Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed there was an error initializing collimator message that appeared during booting up process and system was not able to fully boot up. The collimator was tested and it was found that the filter needed adjustment. The filter was successfully adjusted. The collimator was tested and the issue resolved. The system booted up normally. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, there was an error initializing the collimator on the imaging system. During bootup the system gave error: error initializing collimator. The representative found out that filters were stuck in collimator which is why system was not able to do a rotor check up. There was no patient present when this issue was identified.